Manufacturer narrative:
Additional information was received that the physician felt that the patient's fall was not device related. No further course of action.

Event description:
A report was received that the patient fell after turning up the stimulation too high. The patient believed that it was device related fall.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient fell after turning up the stimulation too high. The patient believed that it was device related fall.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1132 serial # (B)(4) description: precision spectra implantable pulse generator model # sc-4316 lot # 19599199 description: next generation anchor kit-sterile additional information was received that the patient was injured due to her fall. The physician does not know if the patient¿s fall was device related. The bsn representative reprogrammed the patient, however it is unknown if any other intervention was necessary. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient fell after turning up the stimulation too high. The patient believed that it was device related fall.